Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Patient stated since sunday they have not been able to increase his stimulation. Patient states he is not sure he is getting the stimulation he is supposed to be getting. Pt states prior to this call he reset the controller a couple of times by removing the battery pack which did not resolve the issue. Pt states the controller shows the ins is stimulation on but he is not feeling any stim in a or b but does feel stim when he switched to c. Pt went back to a , which is usually at 4.8 and he decreased it to 4.0 and then when he tried to increase back up the controller showed "settings not available." Pt states his controller battery level is 90% and ins is at 70%. Pt states he has no falls or trauma. Pt states he does drive a dump truck which can be really bumpy. The patient was redirected to their healthcare provider to further address the issue and have the device checked. The patient later met with a rep and an impedance check was performed and high impedances of 40,000 noted. The rep was able to reprogram around the impedances to resolve the issue. The cause is unknown, but rep noted they would report any new information that becomes available.